Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was exposed to water. The customer also reported a blank display screen. Customer's blood glucose level at the time 175mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. The insulin pump was monitored for four hours with multiple basal rates and no blank display, display anomaly or damage inside of the insulin pump were noted. All operating currents were normal. The insulin pump was received with minor scratches on the display window.